Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intar aortic balloon pump(iabp) had helium bottle icon is in red eventhough the bottle is open. There is no harm or injury reported.

Manufacturer narrative:
Updated fields- b4, h3, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The failure analysis and testing dept. Performed a visual inspection and found saline on all complaint parts and all complaint parts not in good condition. Adjustable screw was missing for one of the regulators, drive. Due to saline on parts and missing adjustable screw on regulator, the fat dept. Cannot be able to investigate these complaint parts with cardiosave test fixture. It may damage test fixture. Retaining all complaint parts in the fat dept. Per procedure. It was reported that during use the cardiosave intra aortic balloon pump (iabp) helium bottle icon on the screen in red. Patient involved and no harm reported. The device's helium bottle seals have been replaced x 2. The device has been removed from the transport unit (device manufacturer's instructions). The helium bottle has been verified that the bottle was open. However, the helium bottle icon was still red. The device has already been serviced by the device manufacturer for the same issue once. A getinge field service engineer (fse) according to the factory instructions, replaced the pressure and vacuum regulators to get the pressures back to normal. This did not help the problem itself. Replaced the screw kit, cardiosave console cover and high-pressure regulator the part where the helium bottle attaches. The problem was solved. Leak and function tests were performed. The device was now working properly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: b3, e1, h6(medical device ¿ problem code).

Event description:
N/a.